Event description:
It was reported that the patient was unable to walk, was losing weight, and the pain didn¿t stop. Per the patient, the neuro pump was ¿killing her.¿ the patient had the device removed. The drug and patient outcome were not reported. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).